Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed reported elevated power consumption. Starting (B)(6) 2015 there was an increasing trend in power consumption to current device parameters outside of normal operation. A sudden rise in power consumption was logged on (B)(6) 2015 to a peak of 5.6 w outside of normal power consumption. Eight high watt alarms were logged starting on (B)(6) 2015. The high watt alarm limit was set to 5.5 watts. Parameters returned back to baseline on (B)(6) 2015. Waveforms of this nature may be indicative of a thrombus event or change in patient state. Clinical correlation is required. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from turkey that the patient experienced high power and was subsequently hospitalized after being admitted. The patient, who was medically treated, received heparin and 10mg of pta due to a suspected thrombus. The patient's operating range returned to normal after treatment. Patient's condition was reported to be good but will still continue to be monitored. No further information obtained.